Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: neu_siliconeanchor, product type accessory.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that there was a painful lump at incision site where the anchor was located. The rep reported that a revision was taking place to address the painful lump area. Additional information was received from the rep on (B)(6) 2017. The rep reported that the hcp removed the anchors and sutured the leads directly to the fascia. The rep reported that they weren't certain that the anchor was the issue, when the surgeon cut the tissue, the bump went away. The rep reported that the patient stopped getting relief from stimulation when she got the bump even though stimulation was in the correct location. The rep reported that following the procedure, the patient was feeling stimulation in the same location. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the lump was unknown when the patient had the revision surgery. The physician removed the anchors and sutured the leads directly but was unsure if that was the cause. The patient was still not getting relief and had a meeting on (B)(6) 2017 with manufacturer representatives.